Manufacturer narrative:
There is no allegation against a da vinci product associated with this event, therefore; no product was returned for failure analysis investigation. The following concomitant products were used during this procedure: 30 degree endoscope, vessel sealer extend, cadiere forceps, fenestrated bipolar forceps, sureform 60 stapler, mega suturecut needle driver, permanent cautery hook, monopolar curved scissors, suction irrigator. A site history review found no complaints were made for the instruments used during this procedure. Intraoperative event logs for the duration of this procedure show the system functioned normally and there were no indications relating to this event. Logs from three subsequent procedures found the system functioned normally, no intraoperative events or issues found. A review of the vessel sealer and stapler instrument logs found no relevant errors that would have likely caused or contributed to the reported event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had significant pre-existing comorbidities and underwent a robotic colostomy closure. No intraoperative or post-operative complications specific to the colon or intrabdominal portion of the procedure were reported. However, the patient suffered a stroke and a CT scan confirmed the cerebrovascular accident along with comorbidities which likely contributed to the event and the patient eventually died from this complication. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that following a da vinci-assisted colostomy closure procedure, the patient experienced a massive stroke on postoperative day two and expired on postoperative day sixteen. The patient had a history of colostomy placement approximately 2.5 to 3 years prior due to perforated diverticulitis. The colostomy closure procedure was reported as challenging due to extensive adhesions and had an approximate duration of seven hours. The procedure was successfully completed and the patient was reported to be recovering well. On postoperative day two, the patient experienced a stroke confirmed via CT scan that revealed extensive intracranial calcifications. The patient was admitted to the intensive care unit and developed worsening cerebral edema, and expired on postoperative day sixteen. The surgeon confirmed that there were no da vinci system-related complications during the procedure that would have contributed to the reported event.